Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low, out-of-range (oor) shock impedance of <20 ohms, detected via the patient remote monitoring system. A few months back, lead test was conducted and all measurements were within normal range. Boston scientific technical services (ts) discussed potential issues related to lsi and discussed options on finding the source and resolving the issue. It was not recommended to configure the alert since therapy could be compromised. Ts recommended to test the system using a programmer. Ts also mentioned about commanded shock as the most accurate way of assessing shock impedance issue. This crt-d remains in service. No adverse patient effects were reported.